Event description:
A pt reported blood glucose results of 106, 144, and 47mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt also reported their ot ultra meter was missing segments. Pt reported experiencing no symptoms while trying to test on the meter. No adverse events reported. The issue was not resolved with troubleshooting. No further info has been reported.